Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35 volt power failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was a 35v power failure. Bench repair confirmed that in the error logs the diagnostic code 111b, "35 v supply failed", bench repair determined that the motor controller (mc) printed circuit board assembly (pcba) required a replacement. The investigation is ongoing.

Manufacturer narrative:
It was reported that there was a 35v power failure. Bench repair confirmed that in the error logs the diagnostic code 111b, "35 v supply failed", bench repair determined that the motor controller (mc) printed circuit board assembly (pcba) required a replacement. Bench repair replaced the mc pcb to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.